Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
Complaint is reported as: "patient was intubated nasally via a jacobs catheter but the tube deemed larger than their current suppliers. Balloon inflated correctly on pre-insertion check but caused trauma and hemorrhage to the patient's nose and a pin hole appeared in the cuff causing it to deflate."